Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an unspecified product performance anomaly. The patient reported experiencing a thumping sensation in the chest. It was reported that the patient only paced approximately 1 percent of the time, so the physician opted to program the lead off and continue monitoring. No adverse patient effects were reported.